Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #p3b0113) sigadaptxl, sig power sigadaptxl linear xl adapter, (serial #(B)(6)) sigpshell, sig power sigpshell control shell, (lot #unknown) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, in stapling of the stomach, the surgeon articulated the reload into position, clamped on tissue, and attempted to begin firing. The reload would not fire on tissue and the device locked on its articulated position. A hard reset on the handle was done, which allowed the jaws to open back up on tissue. The reload did not articulate back into the neutral position using the handle, so the user removed the handle, used the manual retraction tool to get it back into neutral position, and removed the stapler. To complete the case, a new handle, adapter, and reload were used. After the procedure, the handle and adapter were tested with a new reload, it fired properly without issue. There was no patient injury.